Event description:
Boston scientific crm received information that the pt with this device passed away suddenly. The pt's family suspected a device malfunction. This device is part of the insignia microcrystal population described in the physician communication on september 22, 2005.

Manufacturer narrative:
This device was buried with the pt. As a result, boston scientific crm is unable to confirm the clinical observation. No additional information is available at this time. This event will be reopened if any additional information is received.